Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices continued: product ID 6947 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to erosion. It was noted the patient had a dissolvable envelop implanted but it had completely dissolved by this point. No further patient complications have been reported as a result of this event.